Event description:
It was reported that during a device upgrade, it was noted that the right atrial (ra) and right ventricular (rv) leads had previously been prepared with a lead splice kit and both leads had sensing and capture difficulties. The rv lead had double sensing and no pacing output at 3 volts and 0.5 milliseconds. The rv and ra leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.